Event description:
It was reported that a patient experienced a cardiac arrest and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be a cardiac arrest. It was reported that the patient was at home connected to the homechoice for apd therapy and experienced a cardiac event. The patient was taken to the hospital and subsequently passed away on the following day. Treatment was not reported. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. During the homechoice return instrument test / evaluation (rite), the device passed electrical and functional testing and was determined to meet performance specification requirements. The device pneumatic system analysis revealed no leaks and all pressures were correct and stable. The device passed all seal, purge, and wet disposable integrity testing. A short simulated therapy was performed with no issues noted. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.